Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right atrial (ra) lead. The ra lead was not used and replaced during the procedure. The patient remained in stable condition.